Event description:
It was reported that prior to surgery during pre-testing, it was discovered that the small battery drive device would not run. According to the reporter, the device was tested with other battery and casing devices. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown; however, the reporter stated that the event occurred during the month of (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be most likely due to motor assembly or electronic control unit failure due to usage wear over time if information is obtained that was not available, a follow-up medwatch will be filed as appropriate.